Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. Patient reported he didn't have any problem with the implant for the first two months of implant and he had the implant reposition in (B)(6) 2023. Patient stated the ins was moved from the bottom around the waist line to the top. Patient reported the implant (ins) in his body is getting warm for no reason for 3- 4 weeks already. Patient stated he can feel the implant and the implant is not in a comfortable area. Patient stated he can feel the ins move when he is sleeping or walking. Patient stated the ins area is sensitive to the touch and painful and its uncomfortable. Patient stated its been painful since middle of (B)(6) 2023. Patient reported he talked to the healthcare provider about the implant getting warm and the incision area is sensitive to the touch and painful. Patient stated the doctor recomm end patient contact medtronic to have the medtronic rep come to his appointment to check the ins. Patient stated there is a problem with the ins because the ins is getting warm all the time. Patient stated the ins is draining very fast. Patient stated he had an a ppointment on (B)(6) 2024 with doctor but no medtronic rep was there. Patient stated his next appointment is (B)(6) 2024. Controller showed ins red and controller 100% charged. Agent asked if the ins area gets warm when charging the ins and patient said the ins get warm all the time. Agent sent email to local reps in the area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had burning/sensitivity sensation at pocket site followed by pocket revision (where pocket was moved) last fall. Caller stated patient's wife used thermometer on the patient's skin showing it was 112 degrees. Caller stated since revision, patient has been experience a different, heat/warmth sensation at pocket which has been intermittent. Patient has turned off the ins and still feels the sensation. Caller stated patient was last seen by todd and it was discovered there was an impedance issue so they reprogrammed around the issue and patient still felt sensation. Caller discussed explant with patient but they are getting pain relief so it is unknown what next steps will be.